Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on(B)(6) 2023. On (B)(6) 2023, the patient was sleeping during the day and when he woke up he was nauseous and started vomiting. Prior to going to sleep, the patient reported that the cgm was working fine. When he checked his dexcom upon waking, the sensor had failed. He called a family member and was taken to the hospital. Upon arrival at the emergency room, the nurse took a finger stick reading and ran tests. The patient's bg was 580 mg/dl. The patient was treated with an insulin drip, potassium and electrolytes. The patient was also reportedly dehydrated and given a reglan tablet and dilaudid. He was in the hospital for 3 days. At the time of the report, the patient was doing fine. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.